Manufacturer narrative:
The customer¿s report of tubing separated from male luer was confirmed. During visual inspection, it was noted that vinyl tubing was completely separated from the male luer. Visual inspection under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies observed. Functional testing of the set was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured to be within specification. The root cause was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user entered the room at 0500 to draw labs and noted the IV set that was connected to the PICC line was disconnected and there was approximately 2mls of fluid that leaked onto bed. The IV sets were hung at 2103 on (B)(6) 2015. There was no patient harm and the user scrubbed the PICC line with chloraprep and a new set was primed and the tpn infusion continued.